Event description:
It was reported that the patient was presented in clinic for a routine follow-up, and the ventricular lead exhibited noise. The noise could not be replicated through isometrics or pocket manipulation. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.